Manufacturer narrative:
No report of injury to patient or user. Field service engineer (fse) has attended and carried out full testing. No fault found, and has advised that wm-np1 trolley and an ofp-2 (flushing pump) which was being used during the same procedure ((B)(4)) is fit for use. Fse explanation for the fault is a temporary interruption in the room power. Reported in abundance of caution.

Event description:
Red lines on screen and sparks coming from back of machine, screen went blank. Abandoned procedure. (B)(6) 2018 - jrb - update from field service engineer. Has been in today and stripped light source, processor and done all expected tests and found no fault with our product. My only explanation for the fault is a temporarily interruption in the room power. I have soak tested the product for over an hour with no fault found. I have stated to (B)(6) (charge nurse), the equipment in my opinion is fit for use.

Manufacturer narrative:
The subject device will not be returned to the manufacturer, as an olympus field service engineer has attended the healthcare facility and tested the subject device. The field service engineer found no fault with the subject device. Investigation into this event will be closed however if any new information is provided the investigation will be re-opened. This event is reported in an abundance of caution. This will be the final follow up report.